Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure stent damage occurred. The physician attempted to treat a lesion locate in the right pda (posterior descending artery) with a 2.50x12mm taxus liberte drug eluting stent. The stent delivery system was unable to cross the target lesion. The stent was noted to be "protruding out". There were no reported patient complications. The patient status is listed as "stable".